Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that there was an increase in pump flow with concerns for pump thrombosis. Log files were submitted for review and the trended data showed an increase in the recorded estimated flow and power values from (B)(6) 2022 at 00:39. There was a brief loss of external power on (B)(6) 2022 at 15:17 and (B)(6) 2022 at 18:32. These appeared to have been accidental. There was a single power cable disconnect event and the other power lead was momentarily disconnected. The backup battery was used in each event, and motor function was not affected. The patient's lactate dehydrogenase (ldh) was 567 (trending downwards from 800s), free hemoglobin was less than 30 (trending down from 290), and their international normalized ratio (inr) was 2.6. The patient was on angiomax (bivalirudin) and a heparin drip with positive antibodies, and their doppler was 88. It was noted that thrombosis was never confirmed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed elevations in pump power and flow. Although a specific cause for this finding could not be conclusively determined through this evaluation, the account suspected that they were caused by device thrombosis. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The submitted log file contained elevations in pump power and flow on 19feb2022, 20feb2022, and 23feb2022. Of note, the majority of the power and flow elevations were captured during pulsatility index (pi) events. The pump remained above the low speed limit for the duration of the file and appeared to operate as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists hemolysis and device thrombosis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 entitled ¿patient care and management¿ also outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.